Event description:
Reporter alleged customer passed out while eating breakfast after a blood glucose monitoring device of 100 mg/dl taken at 10 am. Reporter stated paramedics transported customer to hospital however was unable to provide test comparative values or any treatment that may have been provided. It was reported paramedics treated customer with a glucose gel however no controls were used. A request was made for the return of the suspect device and replacement product was sent.